Event description:
Per the clinic, the patient reported an abutment fell out and subsequently underwent a revision surgery under general anesthesia on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report.